Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 9/8/2024. The user reported multiple bent cannulas from their convatec inset (23", 6mm) teflon infusion sets over the past week. On (B)(6) 2024, the user experienced chest and back pain, jaw pain, and numbness in their arms. Ems was initially concerned about a possible heart attack, but the EKG was normal. The user had a high bg level (over 400 mg/dl) and was advised to go to the hospital, where they were admitted, disconnected from the ilet, and treated with manual insulin shots. A bent cannula was observed during the hospital stay. The user was discharged on (B)(6) 2024 and reconnected to the ilet with a bg of 95 mg/dl at the time of discharge.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The device was also powered off by the user on the day of the event for several hours during the period of hyperglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set. Powering the device off and therefore stopping insulin delivery from the ilet likely contributed to the severity of the event.